Manufacturer narrative:
Corrected information provided in: brand name. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had an advance sling implanted on an unknown date and was later implanted with an ams800 artificial urinary sphincter on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an advance sling implanted on an unknown date and was later implanted with an ams800 artificial urinary sphincter on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.